Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a contact failure of cable connector on the back of monitor. The cable was reconnected and recommended for replacement. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed at power up and had a system reset error. There was no report of patient involvement.